Event description:
It was reported that lead impedance decreased from 700 ohms to 200 ohms. It was also reported that the pacing threshold rose and device polarity switched to unipolar. The lead was removed from service. No patient complications have been reported as a result of this event.